Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, the display screen was dim and discolored. Unrelated to these issues, scratched paint was noted by the u-groove; however, the u-groove was free of damage and a test clip was able to secure to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. In addition, the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.